Event description:
The reporter indicated that a 13.2mm vticmo13.2 implantable collamer lens of -12.5/1.5/145(sphere/cylinder/axis) was implanted into the patient's left eye (os) on (B)(6) 2022. Excessive vault is observed.

Manufacturer narrative:
A4-a6:unk. H6: work order search: no similar complaints within associated lots were found. Claim# (B)(4).

Manufacturer narrative:
Additional information: b5 - the reporter indicated that a 13.2mm vticmo13.2 implantable collamer lens of -12.5/1.5/145(sphere/cylinder/axis) was implanted into the patient's left eye (os) on (B)(6) 2022. Excessive vault, and haloes were observed. On (B)(6) 2023 the lens was exchanged with a shorter length lens. It was reported the halos diminished becoming bearable for the patient. The surgeon is waiting for a postop exam maybe (B)(6) 2024. Cause of the event was reported as the device and indicated lens too big. Claim#: (B)(4).

Manufacturer narrative:
B5 - it was previously reported that the surgeon was waiting for a postop exam, however, the patient has not scheduled her post op exam. This file is closed per reporter, "close the file and if I receive news about our customer, I let you know.".